Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. Upon evaluation, gel was leaking from the front therapy electrode. The root cause of the gel leak cannot be positively identified.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back. The patient is reportedly prone to yeast infections under her breast. The patient reported that the irritation could have been exacerbated by a gel leak from the electrode belt. The patient used a prescribed cream. Follow up indicated that the irritation resolved.